Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level detector and air bubble detector alarms would not reset and were continuously alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. After troubleshooting, the perfusionist was abel to narrow it down to the safety monitor being the issue.